Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #o4gg62-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle button released on its own about 6 - 7 hours after applying it. The patient stated that this morning he was experiencing hyperglycemia in the 200s. Patient stated that he had not noticed that the needle button had released on its own over night. Patient tried giving himself bolus clicks but his blood sugar kept going up and got in to the 450s. The v-go device was then removed and replaced with a new filled v-go device and patient glucose level has now gone down to 182.